Event description:
The customer reported experiencing a blood glucose of 540 mg/dl. The customer had been receiving no delivery alarms for three days on his insulin pump, but did not wish to perform troubleshooting. In addition, the customer reported the screen being scratched on the insulin pump. The customer also stated the foot broke off his sensor and the serter for his sensor is broken. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.